Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 09/24/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/24/2014 with the following findings: evaluation revealed that the pump powers with returned battery cap. The battery cap is unable to fully tighten. Battery compartment cracks were observed in thread area and below grip pad. There was evidence of moisture contamination inside battery compartment and on underside of battery cap. There was evidence of short battery life observed in black box. Current draws within specifications. A leak test shows leak at battery compartment crack. Removed pump case and there was no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).